Manufacturer narrative:
The field complaint of communication anomaly was confirmed in the lab. Upon receipt, the device was unable to communicate with the programmer. The cause of the loss of communication was found to be due to battery depletion. A longevity calculation was performed using default settings. The calculations showed the battery depletion was normal up to the estimated end of life (eol) time. A device evaluation was performed, and no sources of high current were noted. No anomaly was detected.

Event description:
During follow up in clinic, the device was unable to be interrogated with inductive telemetry. The device was explanted and replaced to resolve the event. The patient was stable.